Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the buttons on the pump were sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/21/2015 with the following findings: a visual inspection of the pump showed that the keypad cover was intact with no damage. During testing, the contrast keypad button was intermittently unresponsive; which has no effect on insulin delivery function. All other buttons responded appropriately. The keypad cover was removed and evidence of contamination was found under the contrast key contact. Unrelated to the initial complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).